Event description:
It was reported there was air inside the catheter. An opticross hd was selected for ultrasound examination of the target lesion. During the procedure, the physician flushed the catheter as normal, however air was not fully removed from the catheter. When testing the image, they found that there was no image, and the screen was completely dark. They attempted to flush the catheter again; however, the result was the same. They eventually replaced the opticross hd with another of the same device, and the procedure was able to be completed successfully. There were no patient complications.